Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from an unspecified location during use of a homechoice cassette. This occurred during peritoneal dialysis therapy. The leak was further described as ¿water on the floor¿. The patient was not able to find the source of the leak. There was no report of patient injury or medical intervention associated with this event. No additional information is available.